Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer was changing the battery from insulin pump. Customer¿s blood glucose level was 149 mg/dl. Customer reported that the display did not returned after insulin pump got restart. Customer reported that contacts on the battery cap was neither missing nor damaged. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.